Event description:
The pt underwent on 1/16/98 a retropubic urethropexy with posterior colporrhapy. The blake drain was placed in the space of retzius during this procedure. Post-operatively, during removal of the drain from the space of retzius, the distal portion of the drain broke off during the removal. Pt underwent subsequent procedure on 1/19/98 for removal of the drain.